Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was presented lightheaded and collapsed. The patient was diagnosed and admitted to the hospital due to gastrointestinal bleeding (gi bleeding). Reportedly the patient had history of gi bleeding and previous endoscopy showed gastritis. The patient was treated with continuous veno-venous hemofiltration (cvvh). Subsequently, the patient was hemodynamically stable and was prescribed dual antiplatelets post procedure. Reportedly, the patient had history of gi bleeding. The patient had recovered and the issue has been resolved. The patient is a clinical patient and the issue was possibly related to the procedure but not to device.